Event description:
Patient revised for second time on (B)(6) 2020 due to dislocation from fall. Primary surgery occurred (B)(6) 2019; first revision due to periprosthetic fracture occurred (B)(6) 2020 (previously reported). Surgeon explanted 135/145 reversed adapter, 36/+6 stability humeral cup, and 36mm eccentric glenosphere with screw. He then implanted a new 135/145 reversed adapter, 40/+9 stability humeral cup, and 40mm eccentric glenosphere with screw.